Manufacturer narrative:
The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. No problems were found with the battery. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device battery impedance was depleted and at the device check 6 months earlier the battery impedance was good. This impedance transition within 6 months was reported as fast, and it was questioned if it was normal or a premature current drain. The device was explanted and replaced. The patient outcome was noted as 'good'.